Event description:
Boston scientific received information that during a follow up it was noted that out of range pacing impedances, high thresholds, and noise resulting in oversensing and inappropriate anti tachycardia therapy was noted on this right ventricular lead. The physician elected to deactivate defibrillation therapy and to hospitalize the patient for a lead revision. A lead replacement was scheduled. No dislodgment or insulation damaged was noted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
A revision procedure took place and this lead was surgically capped and abandoned.